Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the physician explanted a zlb00 16.0 diopter intraocular lens (iol) due to the wrong power being implanted initially. Per the surgery center a lens leftover from the previous procedure was used and no one caught it. Through follow up it was learned that post implant the patient was experiencing poor vision; poor focus. The explanted lens was exchanged for another zlb00 with a higher diopter (21.5). There was no patient injury reported and post exchange the patient is reported to be doing well so far. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.